Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1242719; medical device expiration date: 30-sep-2026; device manufacture date: 30-aug-2021. Medical device lot #: 9343317; medical device expiration date: 31-jan-2025; device manufacture date: 19-dec-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced an unspecified number of cases of product damage while still considered operable, and an unspecified number of cases of difficult plunger movement. The following information was provided by the initial reporter: difficult to push and breaks in the middle of giving insulin injections.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced an unspecified number of cases of product damage while still considered operable, and an unspecified number of cases of difficult plunger movement. The following information was provided by the initial reporter: difficult to push and breaks in the middle of giving insulin injections.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022 h6: investigation summary customer returned 3 images, showing 3 separate syringes. The 1st syringe cannot be fully identified using the limited information available. The graduation marks appear to be slightly below their intended position and appear crooked. However, these markings cannot be directly measured using the designated graduation marking gauges since the sample has not been returned. The markings are not sufficiently out of place to be able to confirm the issue without measurement in the aforementioned gauges. The issue of a defective scale cannot be confirmed without directly measuring the syringe. The 2nd image states that the related syringe is a 0.3ml, 31 gauge, 6mm syringe from lot 1242719. The plunger rod has broken off roughly 1-2cm from its base. The fracture profile is not visible from the provided angle to show the nature of the fracture. No immediately observable issues with the black rubber stopper which could potentially show if the plunger had any difficulty being moved in the syringe barrel. The 3rd image states that the related syringe is a 0.3ml, 31 gauge, 6mm syringe from lot 9343317. The horizontal bars marking the syringe¿s graduation markings in between the 15th and 20th units are faint and not fully legible, seeming to terminate close to the base vertical marking. Customer also returned a total of (25) 0.3ml syringes with no other identification. 20 of the returned syringes were found to have plungers that were difficult to move up and down the length of the syringe. 1 was the syringe with the broken plunger rod in the 2nd image and was noted to also have a plunger that was difficult to move up and down. The remaining 3 featured stoppers that had separated from their plunger rods. This issue will be addressed in complaint (B)(4). . A review of the device history record was completed for batch # 9343317 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images and sample received, embecta was unable to confirm the customer¿s indicated failure of a plunger rod breaking. The plunger rod that was found to have fractured is from a separate lot. Root cause cannot be determined at this time as the issue is unconfirmed.